Event description:
It was reported that the implantable pulse generator (ipg) did not meet expected longevity. It was also reported that the right ventricular (rv) lead exhibited high thresholds and infinite impedance. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.